Event description:
The pt reportedly fell and hit her head on the implant side. Following this trauma, the pt experienced loss of lock between the external equipment and the cochlear implant. The pt was seen at the center for device eval. Testing performed confirmed that the device was no longer functioning. The pt could not be explanted immediately due to heart related health problems. The pt's cii device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.